Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she disconnected from the multiple tubing segment to take a shower, and when she came back into her room fluid was leaking from the extraneal baxter bag. The patient stated she used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no injury and no overfill occurred. The pdrn confirmed the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The sample was brought to the clinic and was available to be returned for evaluation.

Manufacturer narrative:
Corrected: concomitant products: therapy date: (B)(6) 2017. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she disconnected from the multiple tubing segment to take a shower, and when she came back into her room fluid was leaking from the extraneal baxter bag. The patient stated she used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no injury and no overfill occurred. The pdrn confirmed the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The sample was brought to the clinic and was available to be returned for evaluation.

Manufacturer narrative:
One case of companion samples were received returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. Visual inspection was performed and was found acceptable. A dimensional inspection was performed to four companion samples with acceptable results. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. The companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, with no issues were detected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she disconnected from the multiple tubing segment to take a shower, and when she came back into her room fluid was leaking from the extraneal baxter bag. The patient stated she used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no injury and no overfill occurred. The pdrn confirmed the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The sample was brought to the clinic and was available to be returned for evaluation.

Manufacturer narrative:
Correction: (B)(4). Initial date received by manufacturer: 09/23/2017 one case of companion samples were received returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. Visual inspection was performed and was found acceptable. A dimensional inspection was performed to four companion samples with acceptable results. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. The companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, with no issues were detected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she disconnected from the multiple tubing segment to take a shower, and when she came back into her room fluid was leaking from the extraneal baxter bag. The patient stated she used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no injury and no overfill occurred. The pdrn confirmed the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The sample was brought to the clinic and was available to be returned for evaluation.

Manufacturer narrative:
Correction: initial date received by manufacturer:(B)(6) 2017.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she disconnected from the multiple tubing segment to take a shower, and when she came back into her room fluid was leaking from the extraneal baxter bag. The patient stated she used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no injury and no overfill occurred. The pdrn confirmed the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The sample was brought to the clinic and was available to be returned for evaluation.